Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple insulin pump error. Blood glucose level was 106 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. No the motor arm cannot communicate with the main arm noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly.